Event description:
Nursing will prime the gripper needle with a sterile flush and place in the patient's port per policy. While the needle is in place, labs are drawn from the port via the gripper needle. Blood is not able to be flushed through/won't clear even with continuous ivf running. Pulsing flushes are not able to remove the blood from the needle either. Of note, there have been approximately (B)(4) similar reports made since (B)(6) 2022.